Manufacturer narrative:
The hill-rom technician found the harness cable had an internal short. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2012 to 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the wiring harness and the issue was resolved. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section would self-run when the bed is plugged in. The bed was located in room b2 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).